Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a prismaflex machine, the wheels were found ¿separate¿ and the brakes of the wheels were broken. It was reported the device ¿did not fall¿. To resolve the issue, the qualified technician replaced the wheels. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5, h3 and h6. B5: it was reported during follow up that the machine was a new prismaflex machine. Each of the four wheels "is separate and the brakes of the wheels are broken". H10: the actual device was evaluated on site by a qualified technician. Upon inspection, the reported problem of faulty wheels was confirmed. To resolve the issue, the qualified technician replaced the wheel. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.